Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. The first photograph displays the needle partially extended from the grip. The bottom of the barrel was not visible within the frame of the photograph. The second photograph is a demonstration of the IV catheter tip inserted through the hole in the bottom of the barrel. Your reported issue was confirmed however the photographs did not provide sufficient evidence to establish a definite root cause. It could not be determined if this resulted from the manufacturing of the device or from the user environment.

Event description:
Additional information: was the paramedic that experienced the needle stick injury the same person that performed the IV? Upon retraction, did the needle initially fully retract? Was the "hole" described in the catheter or the barrel? Did the barrel not secure the needle fully after retraction? Yes, it was the same paramedic that started the IV and drew the labs. The needle did fully retract after insertion. The hole is in the barrel, it is in the design of the product. When the paramedic was cleaning up, the retracted needle had slid down into vacutainer and the needle in the vacutainer pushed the needle from the barrel back out.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown, batch#: unknown. It was reported by customer that after starting an IV, paramedic was cleaning the trash and sharps. When he picked up the used IV and vacutainer, he felt a prick to his finger. He did not see that there was any needle exposed at that time. After further investigation, he figured out how the needle became exposed. There is a small hole in the bottom of the IV catheter where the needle can be pushed up. In this situation, he believes the IV catheter aligned with the needle on the inside of the vacutainer to push the needle of the IV catheter out.